Event description:
It was reported that during a single incision laparoscopic hysterectomy with salpingo opherectomy procedure, when deciding tissue near the cervix, the device began generating the error code "reposition and reactivate". This happened six to seven times and then the code changed to "replace device". Case completed with a competing device. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The device was received in good visual condition. Upon visual inspection under magnification it was noticed that the upper jaw was slightly damaged at the retention pin interphase. Resulting in the jaw been loose and difficulty in opening and closing of the jaws. However the damage was not significant enough to prevent the device from cycling. The devices was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). It is possible that due to the damage to the jaw could have contributed with the reported issue; however this was not seen during the analysis. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.